Event description:
A patient experienced red eyes with pain and burning, generalized myalgia and arthralgia, "flogosis" in right knee, photophobia and fever of 38.5 degrees celsius the night following hemodialysis session. The patient's symptoms first appeared four to six hours following the hemodialysis session. The patient was treated with tylenol 750 mg. Reportedly, the patient's symptoms would diminish during the interdialytic interval, then increase in intensity with the next treatment with a ca membrane. This occurred over the next three dialysis sessions. The symptoms gradually diminished after the patient was changed to a cahp 210 dialyzer . The physician at the center reports the patient is fully recovered.